Event description:
An health care professional published original article with a purpose to assess visual outcomes and comparative study of us-FDA premarket approval data for multifocal and edof lens implanted in cataract surgery. This study compares the efficacy, safety, and patient-reported outcomes of three intraocular lens implants (iol): 1 company multifocal lens, 1 another company multifocal lens and 1 another company edof lens. The study was performed in 129 patients with the age distribution among the control groups did not exhibit any significant differences (p = 0.5548) and the company multifocal lens age group was around 69 ± 6.46. It was found that company multifocal lens patient population was significantly older than that of other groups with 72.4% of the participants >80 years old. The study was concluded stating promoting transparency in educating patients about available multifocal and edof iol options, while facilitating data-supported informed decision-making are key goals of this article. Additionally, we affirm that standardized methods of data gathering and reporting for PMA (premarket approval) are crucial for an even more comprehensive analysis. This file is created for, 6 month¿s post-operatively in 129 patients one of the second eye had undergone secondary surgical intervention. There were 06 files associated with this report. This is 2 of 6.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: moshirfar m, et al., assessing visual outcomes: a comparative study of us-FDA premarket approval data for multifocal and edof lens implants in cataract surgery. J. Clin. Med. 2023;12:4365:01-17. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.11. Upon further review, it was identified that the initial decision to report was an error since the literature article in question primarily reviews premarket data, and based on the information provided, it does not qualify as a complaint. Therefore, it is considered that this does not require further reports or action. The manufacturer internal reference number is: (B)(4).